Manufacturer narrative:
H6 medical device problem code. A150203 was erroneously entered on the initial manufacturer device report.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 51-year-old male patient for the indication of acute myocardial infarction complicated by cardiogenic shock, with the pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage a. The patient was received as a transfer with an impella cp device in place. Upon arrival, multiple alarms were reported, including suction alarms, placement signal low, ¿impella in ventricle/aorta,¿ and ¿impella position unknown.¿ blood-tinged urine was noted. A stat echocardiogram demonstrated the impella inlet approximately 5.8 cm from the aortic valve. The device was repositioned from 98 cm to 92 cm. Following repositioning, waveforms improved and all suction alarms resolved. No further suction events or alarms have occurred since repositioning. Laboratory evaluation demonstrated an increase in lactate dehydrogenase from 1814 u/l to 1858 u/l and a haptoglobin level of 11 mg/dl. No significant decrease in hemoglobin, hematocrit, or platelet count has been observed. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents per liter of sodium bicarbonate. At this time, the device remains in place with continued monitoring of hemolysis markers and device performance. It was later noted that the patient survived to explant.